Manufacturer narrative:
The device was received with battery voltage above the elective replacement level, and there was no anomaly found on the header that is related to the field concern. Electrical, thermal, and mechanical testing found the device exhibits normal device characteristics and no anomalies were found. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was recovering.